Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms per complaint details, a patient developed an infection post thr and required a revision to remove the stem. The patient outcome is unknown as the operative report, imaging, and/or other clinically relevant medical documentation was not provided for inclusion in a medical investigation. Based on the information provided, the root cause was reportedly an infection, although the source of infection remains unknown. The patient outcome beyond the reported infection and subsequent revision could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation/information become available, the clinical/medical task may be re-opened for further evaluation. Infection, a potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that, after a thr surgery, patient developed an infection and a revision surgery was performed to remove the stem. The patient outcome is unknown.